Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to elevated accutni results generated on the access 2 immunoassay system for 4 patients on different days. The initial elevated results were reported outside the laboratory. The patient samples were retested on a different system and the results were within the normal reference range. The corrected results were then reported. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event. This report refers to patient number two.

Manufacturer narrative:
Service was not dispatched for this event. Quality control (qc) data was reviewed and it was within specification. No definitive root cause could be determined for this event. Service was not dispatched for this event. The quality control (qc) data was provided by the customer and reviewed. The data shows that the qc was within specification. No definitive root cause could be determined for this event. This is two of four separate MDR reports related to four patient events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-01603, 01605, 01606 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.